Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two months eleven days of post filter deployment, inferior vena cava filter was seen at the l3 level. Around one year three months later, the patient had abdominal pain. Around, four days later, x ray and computed tomography of abdomen and pelvis showed inferior vena cava filter in place. Around, seven years eight months later, the patient had chest pain. Around, four months later, x ray chest revealed the tip of inferior vena cava filter in the superior endplate of l3. On the same day, the patient had low probability for acute pulmonary embolism and x ray taken on the next day showed that the findings are most consistent with low probability for acute pulmonary embolism. Around one month and twenty days later, the patient had abdominal pain and lower back pain. The patient complained of persistent left lower quadrant pain and a call back from radiology for possible perforation. On the same date, computed tomography of abdomen/pelvis revealed that there was an inferior vena cava filter with superior tip at the level of l3. The struts of the filter projected outside the wall of the inferior vena cava. The posterior most medial strut traversed posterior in the aorta. There was no appreciable thrombus about the inferior vena cava filter or elsewhere within the inferior vena cava. Around, one month later, the patient had an appointment to evaluate having the inferior vena cava filter removed. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter migrated to inferior vena cava wall, aorta and common iliac veins and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter migrated to inferior vena cava wall, aorta and bi common iliac veins and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.